Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was operating in safety mode, which permanently limits device function. A technical service (ts) consultant provided recommendations for a device replacement in the near future. The physician reported that due to the declining health of the patient, age and the patient not being pacemaker dependent, they are going to wait and monitor the patient. This device remains implanted. No adverse patient effects were reported.